Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syr solomed 3pc 3ml ll 22x1-1/4 w/sh sla foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the client reported that he noticed a thread at the beginning of the needle between the barrel and the needle, making its use impossible.

Event description:
It was reported while using bd syr solomed 3pc 3ml ll 22x1-1/4 w/sh sla foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the client reported that he noticed a thread at the beginning of the needle between the barrel and the needle, making its use impossible.

Manufacturer narrative:
Investigation summary: photo received by the quality team for investigation. Upon visual inspection, foreign matter can be observed attached to the cannula. Physical samples are required to identify the foreign matter and analyze further. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.